Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address pain, infection and loosening of the femoral component at the cement to implant interface. Cement manufacturer is unknown. The patient developed an infection on his ankle from an injury at home. After evaluation, the infection has also infected his knee. All implants were removed and a tc3 femur with an all poly tibia were cemented in as a temporary spacer. The spacer gave him a full range of motion while he is being treated with antibiotics. Doi: (B)(6) 2018. Dor: (B)(6) 2019. Left knee.